Manufacturer narrative:
The pump was received with intermittent blank display due to moisture damage on the electronic stack. Unable to perform the self test, unexpected restart, displacement, rewind, operating currents, basic occlusion, occlusion, prime, off no power or excessive no delivery alarm tests due to the blank display. Unable to confirm the external flash crc error or excessive no delivery alarms due to the blank display. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received external flash errors. The customer's blood glucose was 302 mg/dl at the time of incident. The customer stated that a temporary basal was not programmed before the alarm occurred. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.